Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope exhibited a lost picture and vertical lines on the screen. The issue occurred during an unspecified procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
Addition: h4 this supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, a flickering image when angulating the angulation lever occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cause traced to component failure without any design or manufacturing issue, due to a degradation problem identified. Problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.